Event description:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("essure removal") and endometriosis ("aggressive endometriosis to grow there") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, artificial insemination, false negative pregnancy test (when she finally did get pregnant, had 7 false negative pregnancy tests), multi gravida, hyperemesis gravidarum (for the entire (B)(6)), parity 1 (gave birth to a baby boy), abruptio placentae, incompetent cervix, ectropion of cervix, preterm labor and breast hypoplasia (could not adequately produce a viable milk supply and flat nipples.). She was forced to be hospitalized thrice with preterm labor, two of those being for over a week stay each in the ICU maternity ward and lot allowed to have any guests. She was put on bedrest and a special diet for nearly all of her pregnancy. After given birth, her child was on a nursing strike from day 1. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included endometriosis. In 2015, the patient had essure inserted. In 2015, the patient experienced vulvovaginal injury ("essure surgeon injured her vagina") and procedural complication ("essure surgeon injured her vagina"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis (seriousness criterion medically significant). The patient was treated with surgery (radical hysterectomy). Essure was removed. At the time of the report, the medical device removal, vulvovaginal injury and procedural complication outcome was unknown. The reporter considered endometriosis, medical device removal, procedural complication and vulvovaginal injury to be related to essure. Further company follow-up with the other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("essure removal") and endometriosis ("aggressive endometriosis to grow there") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, artificial insemination (husband), false negative pregnancy test (when she finally did get pregnant, had 7 false negative pregnancy tests), multi gravida, hyperemesis gravidarum (for the entire 38 weeks), parity 1 (gave birth to a baby boy), abruptio placentae, incompetent cervix, ectropion of cervix, preterm labor and breast hypoplasia (could not adequately produce a viable milk supply and flat nipples.). She was forced to be hospitalized thrice with preterm labor, two of those being for over a week stay each in the ICU maternity ward and lot allowed to have any guests. She was put on bedrest and a special diet for nearly all of her pregnancy. After given birth, her child was on a nursing strike from day 1. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included endometriosis. In 2015, the patient had essure inserted. In 2015, the patient experienced vulvovaginal injury ("essure surgeon injured her vagina") and complication of device insertion ("essure surgeon injured her vagina"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis (seriousness criterion medically significant). The patient was treated with surgery (radical hysterectomy). Essure was removed. At the time of the report, the medical device removal, vulvovaginal injury and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, endometriosis, medical device removal and vulvovaginal injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Amendment: the report was amended on 30-apr-2019 for the following reason: addition of md similar incident listings. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.